Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter was displaying an ¿error 2¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear on (B)(6) 2017 at 11:30 pm. The patient informed the csr that she manages her diabetes with insulin (self-adjuster). She reported omitting to eat at her usual time of 11:30 pm when she was unable to obtain a blood glucose result due to the alleged issue. The patient claimed that 3 hours after the alleged issue started she developed symptoms of ¿shaking, sweating, spots in front of eyes¿; symptoms she associated with hypoglycemia. At the onset of the symptoms, the patient reportedly treated herself with food and drink. When the patient successfully re-tested her blood glucose with the subject meter on (B)(6) 2017 at 6:30 am, she obtained a result of ¿471 mg/dl¿ and reportedly took extra insulin in response. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr confirmed the correct test strips were being used for testing and the correct testing process was being followed. The csr walked the patient through a retest and the alleged error message was not reproduced. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.